Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned to medtronic for evaluation. The device returned with balloon folds intact. No deformation or evidence of deployment was evident to the stent. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the exchange joint. The balloon failed to inflate. Upon visual inspection of the device, a tear was evident extending distally from the exchange joint. Blood was visible in the shaft. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an onyx trucor drug eluting stent, the stent did not open at all despite the pressure used for balloon inflation. The onyx trucor stent was positioned for t stenting. Blood was observed on the shaft when negative pressure was applied. The stent was retracted and replaced with a similar stent to complete the procedure using the kissing balloon technique. The bifurcation lesion was non-tortuous, non-calcified with 90% stenosis and located in the mid left anterior descending (lad) artery. The device was inspected before use with no issues. Negative prep was performed before use with no issues. The lesion was pre-dilated, and the device did pass through a previously deployed stent without resistance or excessive force. The anterior interventricular artery (iva) was stented without any problem. No patient complications have been reported as a result of this event.